Event description:
It was reported that during a surgical procedure conducted at the user facility the anterior cut on the knee was not showing accurately. The deviation was approximately four degrees with no reported adverse consequences or procedural delays.

Event description:
It was reported that during a surgical procedure conducted at the user facility the anterior cut on the knee was not showing accurately. The deviation was approximately four degrees with no reported adverse consequences or procedural delays.